Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) was found to be in backup mode. No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information received indicated the ICD was restored to its nominal settings successfully, and the patient was stable post reprogramming.

Event description:
Additional information received indicated the ICD reverted to backup mode due to a magnetic resonance imaging procedure (MRI) where the ICD was not programmed to MRI mode. The patient experienced dyspnea as a result.